Event description:
It was reported that the device was used during an exploratory laparotomy procedure for rectal cancer. The patient presented a post operative leak. The patient was sent to ICU with a drain. Intra operatively, there was no issues and the case was completed without incident. A leak test was performed with a proctoscope and saline put into the pelvis and air was inserted. On the anvil side, the surgeon used 2.0 prolene to perform the purse string, no purse string device was used. The surgeon used a bovie to clean up the fat around the area. The pa went below, placed the device. Pa completely closed down the device, till it did not turn anymore. The surgeon was above and snapped on the anvil. The pa fired the device. When the area was inspected, the staple line was open resulting in an intra operative leak and it was reinforced with suture. No ischemia or necrosis of tissue was present and the donuts were complete. An ileostomy was given and drain was placed. A post op leak still occurred on the left lateral portion of the anastomosis. The patient leaked brown stool for 3 weeks and was given antibiotics. The patient is doing fine now and has gone home.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.